Manufacturer narrative:
The reported event of difficult to fold or unfold was confirmed. Visual inspection of the lead found helix was retracted. X-ray inspection found the inner coil over-torque at the connector region, consistent with procedural damage. The helix was able to be extended and retracted with friction noted when torque applied directly to the inner coil. The cause of the field event was due to the medical adhesive found on the helix consistent with manufacturing related process.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that before the implant procedure, rv lead helix anomaly was observed upon the lead testing. Torque was built up in the lead and then released quickly. The lead was not used and was replaced. The patient was stable.